Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A supply chain analyst reported that a a1059 mayfield modified skull clamp was noted to have a lock and unlock screw that is loose. The date of the event was not specified. It was unknown if there was patient contact, injury, or surgery delay. Additional information has been requested.

Event description:
N/a

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. The device history record review could not be performed since the lot number was not provided. The failure mode could not be confirmed. The root cause could not be determined due to the lack of information received to perform a complete investigation.